Manufacturer narrative:
An event of surgical intervention (permanent pacemaker implantation) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that a valve was implanted and the final implant depth of the valve is 2mm non-coronary cusp (ncc) and 7mm left coronary cusp (lcc). Later on, a permanent pacemaker was implanted in the patient and unknown reason why. No calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. The diameters of the native valve was effective orifice area 419.7cm2, perimeter of annulus 73.3 mm, ascending aorta diameter 34mm. No calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the device was successfully implanted. There were no problems in deployment position with non-coronary cusp (ncc) :2mm, left coronary cusp (lcc):7mm. The navitor valve did not contact with membranous septum (ms). On (B)(6) 2024, a permanent pacemaker was implanted in the patient. The reason for the pacemaker implant is unknown. The patient is stable and was discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.